Event description:
Allegedly, before a hernia repair and abdominal surgery procedure had started but with pt intubated, the biomed noticed a power converter was unplugged; he plugged it back in. Five minutes later he was called back the operating room due to a report of fire and smoke. It was determined that a power cable (wuis87) had shorted and burned. He turned off power and the pt was moved to another operating room where the procedure was then started and completed. There was no adverse impact on pt or personnel.

Manufacturer narrative:
The wuis87 power cable is an accessory of the or1 essential neo integration device. Evaluation is ongoing and a cause has not been determined.